Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The y- connector, click adaptor, and peg-j tube were returned. A visual inspection was performed. The j-tube was returned cut. A bezoar was observed covering the pig-tail and bolus of the j-tube. The bezoar present is a hard, solid mass of fibrous material. The probable cause of the bezoar is food interacting with ongoing use of the j-tube. Bezoars are retained concretions of undigested food material in the intestinal tract and consumption of fibrous food may be a risk factor for bezoar formation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Upon return sample evaluation of a j-tube that was returned with a peg tube, a bezoar was observed at the end of the j-tube.